Event description:
The pt was included in the (B)(6) registry in (B)(6). Approx two years after the stent implant, the pt presented with exercise-induced ischemic pain. Angiography on (B)(6) 2012 revealed high-grade in-stent restenosis in the left superficial femoral artery (sfa). Recanalization of the left sfa was successfully performed in a cross-over maneuver atherectomy and a peripheral filter was used to provide embolic protection. Pta was not necessary.

Manufacturer narrative:
Conclusion: there is no indication of a device malfunction. At the original implant, there were no reported issued with the delivery and placement of the stent. The cause of the event is likely due to the pt's disease progression. The device has the ce mark for the peripheral vascular indication in (B)(6).